Event description:
A report was received that following a lead revision procedure the patient had difficulty charging her ipg. A bsn representative analyzed the database and confirmed premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to premature battery depletion. Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint of the patient's continuous problems with charging was confirmed. The analog damage resulted in the rapid battery depletion rate of the ipg. Exposing the analog to a high electromagnetic or voltage transient environment can cause this type of failure. The battery depletion rate with stimulation off was measured per day, it exceeds the typical battery depletion rate. Depletion rate is in the normal range prior to the patient's revision. At the approximate date of the revision, the depletion rate climbs markedly. The analog damage resulted in the rapid battery depletion rate of the ipg.

Event description:
A report was received that following a lead revision procedure the patient had difficulty charging her ipg. A bsn representative analyzed the database and confirmed premature battery depletion. An ipg replacement has been recommended.